Manufacturer narrative:
Edwards received additional information through follow-up with the health care provider.

Event description:
Edwards received information that seven (7) years, two (2) months post-implantation of this 21mm pericardial aortic valve, a transcatheter valve was deployed (valve-in-valve) due to aortic stenosis and aortic insufficiency. Per obtained medical records, echo this admission revealed worsening prosthesis av inflow gradients, severe av prosthesis stenosis and mild intra prosthetic regurgitation. As reported, a 20mm transcatheter valve was deployed without complication. The patient was discharged home in improved condition.

Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprostheses explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The root cause of this event cannot be conclusively determined with the available information. The subject device is not available for evaluation, as it remains implanted in the patient. However, the stenosis in this case was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that seven (7) years and two (2) months post-implantation of this bioprosthetic valve, a transcatheter valve was implanted (valve-in-valve) due to aortic stenosis. As reported, an edwards transcatheter valve was deployed without complication. No additional details were provided.

Manufacturer narrative:
Additional manufacturer narrative: the device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.